Event description:
A nurse reported that a high fill volume was noticed during a ccpd treatment of a pt who was admitted to the hospital for nausea, vomiting and abdominal pain. The pd nurse sets up the cycler, initiates the treatment and returns the next morning to disconnect the pt. The treatment was started at around 6:00 pm on (B)(6) 2010. The floor nurse called the pd nurse on call to troubleshoot a drain alarm. The alarm was cleared and the nurse believed that the drain alarm reoccurred multiple times during the night because the treatment was still in drain 3 when che came in the next morning after she was called for drain alarms. When she checked the data sheets, she noticed that fill 3 was 3,700 and the drain volume was 3,100. The pt's prescribed fill volume was 2,000 ml. She advanced treatment to the last bag option and discontinued tx after. She could not determine if the increased fill volume caused the pt discomfort since she was already in pain before tx was started. There was no serious injury.

Manufacturer narrative:
(B)(4).